Manufacturer narrative:
Company representative evaluated the system. Customer was provided with a loaner, while the hard drive is being returned to the repair center.

Event description:
Customer reported an issue with the dpm central station, which may have affected telemetry monitoring. No patient injury was reported.